Event description:
Healthcare professional reported right side infection and capsular contracture baker grade IV. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed an opening assessed as surgical damage. ¿ infection (early onset): unable to observe. ¿ use error: unable to observe. ¿ capsular contracture: unable to observe. No other observations observed, no further actions are required.

Event description:
Healthcare professional reported right side infection and capsular contracture, baker grade IV. Healthcare professional additionally reported "cut on side". The device has been explanted.

Manufacturer narrative:
Corrected data: d.6b.

Event description:
Healthcare professional reported right side infection and capsular contracture, baker grade IV. Healthcare professional additionally reported "cut on side". The device has been explanted.

Event description:
Healthcare professional reported right side infection and capsular contracture baker grade IV. The device remains implanted.

Manufacturer narrative:
Further investigation: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(6) was manufactured under controlled conditions in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents related to the reported event. Seal strength was successfully completed and results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event, and no ER/ ncr(s) were identified during the investigation associated to this lot and the complaint, no corrective action is deemed necessary at this time.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications. And analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection, capsular contracture, baker grade IV.

Event description:
Healthcare professional reported, right side infection. And capsular contracture, baker grade IV. The device remains implanted.